Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The nc traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.na

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified proximal to mid left anterior descending coronary artery that was 90% stenosed. An unspecified xience sierra stent was placed and then a 3.75x15mm nc traveler rx balloon dilatation catheter was advanced to the lesion for post-dilatation. The balloon ruptured during the first inflation at 12 atmospheres for 5 seconds. The bdc was replaced with a non-compliant balloon to achieve post-dilatation and the procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.